Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient presented in the emergency department with shortness of breath, fever, cough, and generalized weakness/fatigue. The patient experienced acute respiratory failure, septic shock, and pneumonia. Recurrent ventricular tachycardia treated with therapy from the device and systolic heart failure with reduced ef were also noted. The patient was admitted to ICU and was intubated with son's approval despite the patient's wishes to be dnr. The chest tube was later removed and patient expired shortly after. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device.